Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she was hospitalized on a few occasions due to low and high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. The blood glucose levels were increasing. Customer had issue with infusion set. Nothing further reported.